Manufacturer narrative:
(B)(4). Batch #: u5f630. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on how the bulkhead contacts were damaged. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the instrument. It can be inserted in either orientation; there is no up or down. Ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted. To remove the battery pack, squeeze the release tabs and pull the battery pack straight back.

Event description:
It was reported that during the laparoscopic distal gastrectomy surgery, could not fire when severing body of stomach on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.